Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.430, lot: 2489634, manufacturing site: bettlach, release to warehouse date: may 26, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection confirmed that approximately 15mm from the fluted tip section is broken off. The broken off part was not returned for investigation. The remaining cutting edges are worn, and the shaft presents signs of use. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore, no drawing/specification review is needed. Summary the complaint condition is confirmed as the tip of the drill bit is broken off. This production lot was manufactured in may 2009, according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. Considering the age and the appearance of this device ¿ the drill bit is more than 10 years old - the damage appears to be the result of repeated use and wear over the life of this reusable device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported one drill bit was broken. It is unknown when the malfunction occurred. It is unknown if there was patient involvement. This is report 1 of 1 for (B)(4).